Event description:
It was reported that the customer lost consciousness and was hospitalized. Customer was had bruising due to the fall. Physician unsure if it was related to diabetes. Customer also stated he lost battery cap to the insulin pump. The blood glucose reading was 96 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.